Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the information that was received, the evaluation of the ventilator¿s logs, and the findings of the field service engineer (fse) who was dispatched to the hospital. The fse examined the ventilator and found, there was no fault with the ventilator. No parts were replaced. The logs were downloaded and the ventilator was put back into service. The ventilators' logs contained 2 standbys which can correspond to the reported event. The log showed that both standbys were preceded by the pressing of the start/standby key, which implies intent by the user to set the ventilator into the standby mode. In the first case, the ventilator was left in the standby mode for 37 minutes before ventilation was resumed, and in the second case it was in the standby mode for 19 minutes. In both standby cases, ventilation was not restarted immediately. It has not been possible to verify all the actions as were reported by the hospital vis-á-vis the log evaluation. The logs however, clearly show that the ventilator was set to the standby mode and ventilation was not restarted. Our conclusion in the matter is, that the ventilator did not set itself to the standby mode at anytime. It was left in the standby mode and this is attributed to user error. The ventilator, while in the standby mode, has a text ¿standby¿ on the screen and a flashing message ¿patient not ventilated¿.

Event description:
(B)(4).

Event description:
It was reported that the nurse, shortly before 8 a.m., reconnected the ventilator to the patient and went for breakfast. The physiotherapist was still in the room and said that the ventilator worked properly. The physiotherapist left the room at around 8:15 a.m. It was further stated that a nurse in the neighboring room heard a cough and alarming of the ventilator, and came in to check on the patient. The nurse found the ventilator working properly and went back to the neighboring room because the ward round was coming. When the ward round came to the room, they found the ventilator in standby mode. The patient was not being ventilated and had turned blue. The alarm for spo2 on the patient monitoring systems was turned off. The patient was bagged. The final patient outcome was no injury. (B)(4).